Event description:
It was reported that the patient presented with bacteremia. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. During the explant procedure, the patient blood cultures tested positive. The patient became ¿asystolic¿ during the extraction and a temporary wire was placed for pacing support. The next day the patient regained conduction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.